Event description:
Clinical study. Same case as 6000093-2006-01500. It was reported that 98 days after a coronary artery drug eluting stenting procedure, the pt had a myocardial infarction (mi) and 270 days after the procedure, the pt required a target vessel reintervention (tvr). The index procedure treated a denovo lesion located at the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 2.50x24mm drug eluting stent. The procedure also treated a denovo lesion located at the proximal lad with predilation and placement of a taxus express2 2.75x28mm drug eluting stent. Target lesions characteristics were not provided. There were no reported complications. The pt was discharged 2 days later on aspirin. Ninety eight days after the initial procedure, the pt had a non-q wave mi. Two hundred and seventy days after the initial procedure, the pt required a tvr at the mid lad. The pt was on aspirin and plavix at the time of both events. No further info was provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.